Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia procedure, the tacks of the device don't stay at the mesh and falling. Tack fell into patient cavity and not retrieved. The procedure exceeds more than 30 minutes. The doctor put sutures on mesh.